Event description:
Pt's family member reported a new pump was in use. "Food" and tea were being delivered. Reporter stated the pump overdelivered. There was no illness, injury or medical intervention resulting from the event. Reporter stated this happened more than once. One pt involved.